Event description:
The autoclavable camera head was returned to the service center with reported damaged lock, during reprocessing. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, the cable had water leakage that was found. The most probable cause was due to faulty charge coupled device (ccd). There was no patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). E1-city: (B)(6). The device was returned to olympus for inspection. The reported event was not confirmed. Based on the results of the investigation, the likely cause of the water leakage from the cable was not determined. The most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.